Event description:
It was reported the catheter was being placed femorally for the pt in the emergency department. During insertion, the spring wire became kinked and it was not possible to introduce the catheter. When attempting to remove the wire it became unraveled. As a result, everything was removed from the pt and a new kit was used to complete the procedure. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.